Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, a power outage in the area surrounding the hospital caused a loss of power within the facility. The da vinci system experienced an unrecoverable failure due to the absence of ups equipment. Although the surgical team waited for the hospital's generator to restore power, it did not come online. As time passed and power remained unavailable in the operating room, the decision was made to convert the procedure to open surgery. The robotic instruments were successfully removed using the instrument release key (irk). The power was restored approximately a couple of hours later. The patient tolerated the change in surgical approach, and the procedure was completed with a delay of greater than 30 minutes. The patient did not experience any postoperative complications, there is no concern for any long-term complications, and the patient has since been discharged.